Manufacturer narrative:
The company service rep replaced the central station's full disclosure hard drive. The system was tested to factory specs. It functioned normally and was returned to use.

Event description:
The customer reported that while the panorama central station was in use monitoring patients along with ambulatory telepacks, the central station's display went blank. No pt injury was reported.